Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/09/2021.

Event description:
The customer reported that the unit failed alarm led failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. It was discovered prior to be used by patients. No delay in therapy reported. The authorized service personnel (asp) replaced the power switch overlay to address the reported problem. A similar investigation was performed it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.